Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The service history record (shr) review was completed and revealed the following: the device has been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation found the assignable cause to be the ultrasonic sensor, with ultrasonic sensor replacement required. All required service actions were completed in the last service cycle. During evaluation the device alarmed system error 345. A review of the event history log identified multiple system error 345 messages. The cause was identified to be upstream thermistor was out of specification. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.